Event description:
It was reported to philips that the device was not powering on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use at the time of the event. It was reported that the data monitor was completely blank, and device did not start. Upon troubleshooting, philips remote service engineer (rse) checked the system and confirmed it was related with the power of host pc. Onsite service was canceled. Fse replaced the pc related parts of the system in other case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.